Manufacturer narrative:
The following patient identifiers are linked: (B)(6). This report has been submitted by the importer under this MDR report number (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic bronchoscopy, the balloon dislodged from the scope and fell into the patient¿s trachea. A chest x-ray was performed, and the balloon was retrieved using forceps.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.